Event description:
A 45-year-old female underwent craniotomy for a benign tumor on (B)(6) 2025. No procedural complications or aes were noted. At discharge on (B)(6) 2025, there was normal wound healing and no evidence of csf leak. On (B)(6) 2025 during the 30-day follow-up, it was noted that she has some mild-drainage at the end of the incision line and went on antibiotics. She noted that there wasn't drainage however in the week leading up to this. Patient went to ER on (B)(6) 2025 due to purulent drainage and was admitted; patient was taken to or on (B)(6) 2025 for incision and drainage. Subject was discharged on (B)(6) 2025 without further complication.